Event description:
A customer reported that arrhythmia alarm levels were "blanked out", with the exception of asystole and vfib/vtach, which were still in crisis level. Through ge healthcare's initial investigation of the customer reported issue. It was discovered that multiple alarms were not providing an audible alert tone, but a visual message only. No adverse events have been reported. Ge healthcare's investigation into the issue is still ongoing. A f/u report will be issued when the investigation has been completed.